Event description:
It was reported that the customer was hospitalized for hypoglycemia. The diabetes educator stated that the customer was unresponsive and was taken to the ER. It was indicated that there was no cause of the event was given by the md. The educator called and stated that he needed assistance with priming. It was stated that the educator was assisted with the priming technique. In addition, the educator was in a hurry and ended the call. No further details.